Event description:
Patient experienced hematoma in the neck near the stimulation lead. The physician evacuated the hematoma on (B)(6) 2020. Pathology report came back negative for any tissue related concerns or infections. No other intervention is planned and the issue is resolved.